Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller. The caller performed extensive troubleshooting and all measurements were within range and the noise could not be reproduced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system due to a shocking impedance measurement greater than 200 ohms. Additionally, noise was observed. No adverse patient effects were reported.